Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was switched from tethered to untethered operation on the operating room table at the end of the implant, prior to transport to the ICU. When the patient was on full untethered support, a red heart alarm occurred. The alarm continued during transport from the operating room to the ICU. When the patient was switched back to tethered operation in the ICU, the alarms resolved. A review of the patient's history screen revealed multiple episodes of low flow, low voltage advisory, low voltage, low speed operation, system controller cell low, and clock reset. The log file contained a total power loss event, which was associated with a power cable disconnect event and low voltage hazard events.